Manufacturer narrative:
The insulin pump not in manufacture mode. The pump was received with partially broken reservoir tube lip, missing serial number label, missing display window cover, cracked select button keypad overlay, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the container ring had loosened. The insulin pump was returned for analysis.